Manufacturer narrative:
4307- an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the card cage to resolve the system issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the card cage involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The card cage was installed on the test system and the system would not power on. The system remain in a hung state, and would not turn on nor shut off. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is reportable due to the following: it was reported that during a da vinci-assisted surgical procedure a red led (error 23/40) appeared on the fiber status of the patient side cart (psc). The customer initially reconfigured to a single console system to resolve the issue. However, the same issue recurred some time into the procedure. The customer reseated the blue fiber cables and performed multiple restarts with no success. The procedure was then converted to laparoscopy. System unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopy. Although there was no report of patient injury, if the issue were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure a red led (error 23/40) appeared on the fiber status of the patient side cart (psc). The blue fiber cable was moved to other connections and the red led continued to appear. It was confirmed that the setup was for dual surgeon side consoles (ssc). The technical service engineer (tse) suggested that they could switch to a single ssc to proceed with the case. The customer initially reconfigured to a single console system to resolve the issue. However, the same issue recurred some time into the procedure. The customer reseated the blue fiber cables and performed multiple restarts with no success. The procedure was then converted to laparoscopy and there was no report of patient injury. Intuitive surgical inc. (Isi) followed up with the clinical territory associate who was present during the event and confirmed that the customer initially encountered the red led issue on the patient cart prior to starting. With no ports placed. The customer changed the setup to a single ssc setup to resolve the issue. However, the customer reencountered the same issue in the case with instruments set up and system docked to the patient. The customer attempted to troubleshoot but was unable to resolve the issue. The surgeon chose to convert to laparoscopy at this point and completed the procedure. There was no patient harm. The procedure delay was greater than 45 minutes. No other demographic information was available regarding the patient demographic such as age, gender, weight, ethnicity or patient history.